Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/14/2013 with the following findings: no damage was observed to the keypad. The keypad symbols were worn off, which has no effect on insulin delivery. During testing, all keypad buttons were intermittently unresponsive and required multiple presses to engage. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the display screen appeared dim, discolored, and difficult to read. When replaced with a test display, the screen functioned properly.

Manufacturer narrative:
Date of submission should read (B)(6) 2013.

Event description:
On (B)(6) 2013, the patient contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The patient stated that earlier that day, the up arrow, down arrow, and ok keypad buttons were unresponsive, however the keypad buttons were responding normally at the time of the call to animas. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.